Manufacturer narrative:
Initial.

Event description:
It was reported that during outdoor physical activities at camp the user experienced elevated blood glucose to approximately 275 mg/dl, and the ilet delivered corrections that brought levels down; no device-specific malfunction or component issue was identified and device component information was not available. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included insufficient information to determine broader health impact, and no hospitalization occurred. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and device components. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.